Manufacturer narrative:
Patient weight is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent implantation of two (2) locking compression plate (lcp) distal humeral plates and unknown screws on (B)(6) 2018. On an unknown date, patient developed hardware issues. On (B)(6) 2018, patient underwent hardware removal due to the plates breaking through the skin. There was no surgical delay reported. Procedure was completed successfully and patient status was stable. This is report 2 of 3 for (B)(4).